Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A proposal for replacement of the ventilator computer board was issued to the customer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system failure. There was no report of patient involvement.